Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/24/2024, an ilet user's partner reported the user experienced a low blood glucose (bg) event as the result of not disconnecting the infusion set from the user's body during the cartridge change, causing the insulin to be delivered unintentionally. The event occurred on 11/24/2024. The user experienced persistent hypoglycemia lasting approximately 12 hours, with bg levels ranging from 39 mg/dl to 61 mg/dl. The issue began after a supply change performed by the user's partner at around 10:00 am. The partner stated that he observed insulin loss from the cartridge during the supply change and speculated that it might have been delivered to the user, though he was not certain. The user treated the lows with fast-acting carbohydrates, including juice and candy, but bg levels fluctuated throughout the day. The user's partner continued to contacted beta bionics customer care multiple times to report and address the lows. At the start of the initial call, the user's bg was 44 mg/dl, confirmed by a fingerstick test. Despite consuming fast-acting sugars, bg levels only slightly improved and continued to drop again. Beta bionics customer care guided the partner to manually recalibrate the ilet and advised adding long-lasting carbohydrates, such as bread, to help stabilize bg. By 8:26 pm pst, bg levels had risen to 98 mg/dl, and the user no longer required assistance. On (B)(6) 2024, the user's beta bionics clinical diabetes specialist (cds) had follow-up discussions with the user's residential facility manager revealing ongoing conflicts between the user, the user's partner and facility staff regarding proper ilet management. The facility manager expressed concerns about unsafe practices, including the recent low bg incident where staff suspected 1-2 cartridges of insulin were mistakenly delivered during the supply change. Although staff recommended an emergency room visit during the event, it was not pursued. A retraining session for the user, the user's partner, and facility staff is scheduled for on (B)(6) 2024 to address these challenges and ensure safe practices.